Manufacturer narrative:
Concomitant medical products: product ID 8709sc: serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The surgery was supposed to last two to three hours due to the amount of scar tissue the patient had. The surgeon planned to removed (B)(6) of the scar tissue first before implanting the pump. The pump would then be flush with the skin. It was reported that the surgery only lasted 50 minutes. It was noted that the patient didn't receive any oral medication for post-surgical pain and the pump hadn't been activated. The patient saw a manufacturer representative on (B)(6) 2012 to active a personal therapy manager. It was reported that the patient had bone spurs in her neck and experienced muscle spasms. The patient also had severe migraines. The patient received "vicadin" for the migraines as it was indicated that the pump would not help for the migraines. It was reported that three weeks post implant the pump was pushing against the patient's skin and had bruised it. It had since become worse. The tip of the pump was "sticking out of her skin," and the area was white. It was noted that the physician considered this normal on (B)(6) 2012. The patient started to wear an abdominal binder, but this had made the situation worse as it "hurt real bad." When the binder was removed, the pump would "spring back out." The patient only wore the binder when doing housework. The patient experienced pain at the pump site; it was extremely tender. When the patient would sit, the pump would stick into the patient's rib cage. When the patient showered she had to physically hold the pump into her abdomen. It was noted that the pump "didn't look normal." The patient's next appointment with the physician was on (B)(6) 2012. The patient had dilaudid (hydromorphone) in the pump. Additional information reported that the severe pain in the patient's abdomen was being relieved. The patient had the implant with the knowledge that the pump would not help with the patient's migraines. It was recently indicated that the pump would help with the migraines, but it was unclear if it was doing so. It was reported that the lower part of the patient's pump "moved to the left" and the "top part moved to the right." The top part of the pump was still causing bruising and the top part of the pump had turned white. It was noted that the patient was unable to exercise or "do anything."